Event description:
It was reported that the customer's blood glucose (bg) level was 1,560 mg/dl; cause was not known. Customer did not observe any issues with the cartridge, infusion set tubing/cannula, or insulin. Customer changed infusion set site and went to the hospital to address elevated bg. Customer was admitted to the intensive care unit and was treated with intravenous insulin and saline. Elevated bg resolved; however, customer's muscles kept locking and customer was in a confused state. At the time of the report, customer had not yet been discharged. Contact declined further follow up for discharge date. As pump was lost in route to the hospital, troubleshooting could not be performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.